Manufacturer narrative:
The rse evaluated the device remotely and determined that device displayed white screen. It was found that the device was out of warranty and the hospital chose to repair and dispose of it itself. Additional information was not immediately available.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had white screen. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.